Event description:
Medtronic received information that 4 years and 2 months post implant of this 14mm pulmonary valved conduit in a 18 month old pediatric patient, it was explanted and replaced with a 18mm conduit of the same model. The reason for replacement was reported as stenosis and incompetency of the right ventricle to pulmonary artery conduit. It was also reported that cardiac catheterization performed demonstrated elevated right ventricular pressures with a gradient of 70mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.